Event description:
It was reported that an ilet pump screen became unresponsive and the device would not power on after being dropped, with intermittent brief symbol flashes and prior low battery, despite use of the beta bionics charging pad and wall adapter and standard charging troubleshooting. Symptoms included no clinical effects reported and a blood glucose value of 166 mg/dl at the time of the initial call. Outcomes included replacement of the ilet device and continued use of cgm as instructed until the replacement arrived. Investigation included guided charging diagnostics, verification of proper charger, adapter, orientation, outlet function, and environmental factors, as well as review of user-provided photographs and inspection of the returned device. Investigation of this device revealed a device power/display malfunction consistent with a hardware failure of the pump following impact, unresponsive to charging and reset steps. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical/electrical damage from impact with resultant power/display failure.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.